Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The 16fr esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the tip was opened along the vertical line. The hdpe material was stretched at the distal tip. Minor scratched on the split regions and at the distal end of the sheath. Multiple ripples along the shaft/liner starting 3 inches from the distal tip, approximately 1 inch in length. Minor soft tip damage was observed, and the sheath distal tip was opened. Review of the post-procedural photographs revealed the sheath distal tip was observed to be split. Due to the nature of the complaint and condition of the returned device, no functional testing or dimensional analysis was performed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints for the appropriate complaint codes. Complaint history review from october 2019 to september 2020 for the edwards esheath (all models and sizes) revealed other similar complaints for the associated root cause codes. Available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (excessive manipulation, improper sheath orientation, insertion angle) may have contributed to the complaint event. Per instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections under 3x magnification. The final esheath assemblies undergo multiple 100% visual inspections by both manufacturing and quality. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmation through visual inspection of the returned device. No manufacturing non-conformances were identified in the returned sample. A review of DHR, lot history, and complaint history showed no indication that a manufacturing nonconformance contributed to this event. A review of manufacturing mitigations supported that the devices have sufficient inspections in place to identify defects related to the complaint events. The complaint description states, ¿difficulties were encountered to insert the 16fr esheath into the femoral artery.¿ as per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ as mentioned in the case notes, ¿the patient had mild calcification.¿ additionally, the scratches observed along the sheath shaft and the soft tip damage are indicative of the sheath¿s interaction with calcification. The calcification can create a difficult insertion pathway and increase the level of resistance felt upon insertion of the sheath. The scratches found along the sheath shaft and the soft tip damage illustrate the sheath interacted with calcification upon insertion. The sheath was likely manipulated to overcome to the resistance during sheath insertion. The combination of interaction with calcification during insertion of the sheath and excessive force likely resulted in the split of the distal tip. Available information suggests that patient (access vessel calcification) and procedural factors (excessive manipulation during sheath insertion) may have contributed to the complaint events. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in france, a 29mm sapien 3 valve was deployed in the aortic position by the transfemoral approach. Difficulties were encountered during the insertion of a 16fr esheath into the patient. The esheath blocked the common iliac artery making its introduction in the patient difficult. When the attempts to insert the sheath failed, the sheath was withdrawn without injury to the patient. Upon removal, the distal tip of the esheath was observed to be damaged/split. A non-edwards 16fr sheath was then inserted and removed. A new esheath was prepared and successfully inserted into the patient. The procedure was then completed following the successful deployment of the sapien 3 valve. The patient outcome was reported to be good. ¿satisfactory¿ access vessel diameters with mild calcification at the femoral artery was reported. Patient comorbidities: mild calcification at femoral artery level.